Manufacturer narrative:
Method of evaluation: actual device not evaluated. Manufacturing review. Review of the device history record for lot sp100197. Review of lifecell's complaint management system. Results of evaluation: no failure detected. Capsular contracture is a documented healing complication associated with this type of surgical procedure with or without the use of an adm (acellular dermal matrix). Qa investigation into sp100197 resulted in no remarkable findings, including all (B)(4) devices distributed with no other complaints reported against the lot and no deviations or nonconformances revealed during processing with product or patient impact. As of (B)(6) 2015, all (B)(4) devices released to finished goods for lot sp100197 have been distributed, including (B)(4) devices reported as implanted. Lot sp100197 was terminally sterilized and met all qc release criteria. Conclusion code: device not returned. Known inherent risk of procedure. No failure detected, device operated within specification. Capsular contracture is a documented healing complication associated with this type of surgical procedure with or without the use of an adm (acellular dermal matrix). This patient has a history of capsule formation prior to the implantation of strattice. No cultures were taken to confirm the infection reported. Based on the internal investigation into lot sp100197 with no remarkable findings, including all (B)(4) devices distributed with no other complaints reported against the lot and no deviations or nonconformances revealed during processing with product or patient impact, the events are unlikely related to the strattice. Lot sp100197 was terminally sterilized and met all qc release criteria. It was reported that while it may not have caused the post-op complications, the surgeon feels that the strattice may have increased the chance of this occurrence. Strattice as a contributing factor to the events reported cannot be ruled out. Devices not returned for evaluation.

Event description:
It was reported to lifecell that a female patient underwent a bilateral capsulectomy with the implantation of tissue expanders and strattice bps devices bilaterally. The patient was diagnosed with a bilateral infection on (B)(6) 2015 and bilateral recurrent capsule. The strattice devices were explanted bilaterally on (B)(6) 2015 and no cultures were taken to confirm the infection. The patient was diagnosed with capsule deformity. While it may not have caused the post-op complications, the surgeon feels that the strattice may have increased the chance of this occurrence.